Event description:
It was reported that a user on the ilet experienced hyperglycemia after disconnecting for a shower; glucose rose from 160 mg/dl to 200¿220 mg/dl, and the user observed insulin on board despite being disconnected, prompting education that the pump must be paused while disconnected. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or clinical impact beyond transient hyperglycemia. Investigation included customer service troubleshooting and user education regarding pausing and unpausing the device during disconnection. Investigation of this case revealed no device malfunction and that dosing behavior aligned with expected operation when the pump is not paused during disconnection. It was concluded that the event was attributable to use error related to not pausing the pump during disconnection and that the device operated as designed. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.